Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system displayed a localizer faulted message. Issue persisted after multiple reboots. The site confirmed there was an amber light on the camera. It was determined that the navigation system was unable to use the system for the procedure. No other information was provided. Later, a manufacturing representative (rep) was onsite to confirm that there was a bump warning and internal temperature warning alert in the network device interface (ndi)toolbox.

Manufacturer narrative:
Concomitant medical products: section d references the main component of the system. Other medical products in use during the event include: product ID (B)(4) h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6) h2-3) a manufacturer representative (rep) went to the site to test the navigation system. The camera was replaced and the system performed as intended. Codes: b01, c08, d02 h2-3) the positioning sensor unit (psu) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the psu had scratches on the housing <(>&<)> lenses. A check of the event log revealed intermittent firmware incompatibility. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu had electrical failure. Codes: b01, c02, d02 h2) please see section d9 for when the device was available for evaluation and section b5 for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The issue occurred pre-operatively. The procedure being performed was a cranial tumor resection optical. There was a 15 minute surgical delay. No known impact to patient outcome.